Manufacturer narrative:
Uf/importer report number: (B)(4).

Event description:
It was reported that during an implant procedure, pocket closure was in process when a drop in the patient¿s blood pressure was noted. Perforation during implantation of the right ventricular lead was found. Cardiac tamponade was discovered via x-ray and echocardiogram. Pericardiocentesis was performed. The entire pacing system was removed and pocket was closed. No further patient complications have been reported as a result of this event.